Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the severely calcified left anterior descending artery. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. While preparing for the inspection, a data acquisition error message occurred. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the severely calcified left anterior descending artery. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. While preparing for the inspection, a data acquisition error message occurred. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. However, it was further reported that the procedure was not cancelled, and local anesthesia was used.